Manufacturer narrative:
Review of pump data by quality engineering: there were no low blood glucose (bg) levels recorded on the event date. Pump data showed eight bolus requests, and the user only entered their current bg level once while programming a bolus. The basal insulin rate was adjusted twenty nine times throughout the event date, sometimes within five minutes of a previous adjustment. The user requested a bolus at 10:21am, and still had a large amount of insulin on board compared to earlier bolus requests. User requested a bolus with a large amount of insulin on board and did not enter their current bg level for the majority of bolus requests. Both of these factors could potentially lead to a low bg level. The pump logs do not indicate that the insulin pump contributed or caused low bg event. There is no evidence that the insulin pump malfunctioned or experienced a failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels however, no specific values were provided. Customer consumed juice and honey to treat their low bg levels, and subsequently, experienced elevated blood glucose levels. Customer administered a correction bolus and walked to treat their elevated bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.